Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : visual examination of the provided images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "total knee arthroplasty using modified measured resection: a five-year retrospective review of midterm outcomes" written by tran t. Dung, vo s. Q. Nang, dinh n. Son, hoang g. Du, nguyen h. Long, le m. Son, duong d. Toan, do v. Minh, nguyen h. Phuong, and ma n. Thanh published by arch med sci on september 9, 2019, was reviewed. The purpose of this research is to make a retrospective review of the quality of life of patients with knee arthrosis, who underwent total knee arthroplasty (tka) no less than 5 years ago, to evaluate, based on the knee society scoring system, the efficacy of a modified measured resection technique, and to investigate factors that affect the outcomes. 45 knees were implanted with press fit condylar (pfc) total knee system from depuy synthes. Cement manufacturer and patella resurfacing is unknown are at this time. Follow up was done for an average of 73 months. 7/45 knee joints experienced a post-operative complication. Adverse event involving depuy ¿ synthes products: 2 cases of infection. Intervention not noted. 2 cases of periprosthetic fracture -both requiring reoperations with fixation of additional devices. One fracture appears to be of the femoral bone and the other patella. 2 cases of instability. Intervention not noted. 1 case of femoral patellar pain. Intervention not noted. The fracture of the patella wil not be coded as its unknown if the patella was resurfaced during the primary tka.